Manufacturer narrative:
The sample was collected at the end of a standard reprocessing cycle. No endoscope was placed on the oer-pro when the reprocessing cycle was run for the sampling. The customer stated that no patient infection occurred. The rinse water was positive blastomonas bacteria that was never identified on our contaminated scopes. There was on scope that had 1 cfu of staphylococcus which was of low concern and released. The scope was not eto sterilized. The manufacturer acecide-c and endoquick were the cleaning and disinfectant solutions used with the endoscope. The minimum effective concentration was checked daily. The manufacturer oer-pro was the aer being used to reprocess the endoscope. The endoscope channel was brushed during manual cleaning. The brush was single use. The brush used was an endochoice-hedgehog sbd-289. Pre-cleaning was performed immediately after a procedure using enzymatic cleaner in the room with sponge and suction, prolystica enzymatic cleaner in sink during pre-cleaning and brushing of channels. The endoscope is leak tested prior to manual cleaning using leak tester manufacturer model mu-1. There have been no problems with the aer. The aer last preventative maintenance was 19-jun-2019. The last date of reprocessing in-service conducted by the endoscopy support specialist (ess) was documented as 19-oct-2018. There has been no change in the facilities reprocessing personnel since the last on-site visit by an manufacturer s ess. All reprocessing personnel were properly trained on how to reprocess an endoscope. The endoscope was stored in custom ultrasonics scope drying cabinet

Manufacturer narrative:
The investigation is still ongoing and no conclusion can be drawn at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
The OEM reported that the final rinse water from the automated endoscope reprocessing machine tested positive for blastomonas natatoria, ursincola and staphylococcus capitis. The sample was collected at the end of a standard reprocessing cycle. No endoscope was placed in the machine when the reprocessing cycle was run for the sampling. A total of 71 colony forming units were recovered from the samples. This testing was conducted as part of the post-market study.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the OEM investigation. The exact cause of the high concern organism isolated at initial sampling could not be conclusively determined. Since the final rinse water, sampled after water filter replacement and disinfection of water piping tested negative, the contamination of the final rinse may have occurred during filter replacement.

Manufacturer narrative:
An engineer and a field service representative visited the user site. The engineers collected a sample of final rinse water from the automated endoscope reprocessing (aer) machine. The sample tested positive for blastomonas natatoria (1cfu) which was categorized as high concern. The blastomonas natatoria was also identified in the initial sampling. After the resampling, the site replaced the water filter (maj-824) and disinfected the water supply piping. The field service reported the following; he observed the process, and found that no deviations were observed. After the replacement of the water filter, the engineers collected a sample form final rinse water from the machine again. The sample tested negative. The exact cause of the reported event could not be conclusively determined at this time.